Event description:
It was reported that an episode was recorded as non-sustained (no slow vt therapy delivered) on (B)(6) 2014 at 12:59 in device memories although both stability and persistence criteria were met. In addition, there were no corresponding markers observed. Preliminary analysis showed that the device operated according to the programmed parameters.

Event description:
It was reported that an episode was recorded as non-sustained (no slow vt therapy delivered) on (B)(6) 2014 at 12:59 in device memories although both stability and persistence criteria were met. In addition, there were no corresponding markers observed. Preliminary analysis showed that the device operated according to the programmed parameters.